Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "after removing and re-installing the instrument a testing, customer heard the strange sound again and harmonic blade was broken and fell into the patient." The instrument was found to have a blade broken. The blade broke at roughly 0.45¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace instrument be returned for evaluation but it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the harmonic ace instrument (part # 480275-08/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on 23-sept-2021, on system (B)(4). This is a single-use instrument. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the blade of the harmonic ace instrument reportedly broke and fell inside the patient. All fragments were retrieved, and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the customer heard a strange sound after using the harmonic ace instrument for 1 to 2 minutes to cut the tissue inside the thoracic cavity. After removing and re-installing the instrument to test, the customer heard the strange sound again and the harmonic blade was broken and fell into the chest cavity. The customer retrieved all the fragments and used a backup harmonic instrument. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for 1 to 2 minutes then broke. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove fragments. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon noticed a strange sound while dissecting tissue. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. Upon final removal of the instrument, the wrist was also straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.